Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia tarup surgical procedure, the force bipolar instrument was stuck and could not be removed. It was attempted to straighten the bent jaw with another arm but was unable. The instrument was removed with the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no knowledge if the instrument was in strong grip mode at the time of the event. The jaws were slightly open and flexed, not perfectly straight. Nothing unusual but the position. There were no collisions. The surgeon straightened jaws as best he could with another instrument, then pa removed whole arm and cannula together. The jaws were stuck on tissue when the issue occurred nor was there any adverse effect to any grasped tissue. There also was no unexpected tissue removal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument performed as expected during manual articulation, with the grips opening and closing correctly. A visual inspection found no bending of the main tube. The instrument was fully functional and could be installed and removed without any issues. No product defects were identified.

Event description:
Refer to h11 for follow-up information.